Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they were experiencing high blood glucose level 500 mg/dl. The starting blood glucose level of customer was 300 mg/dl. Customer was treated with insulin pump for high blood glucose level. It was unknown that customer had experienced any symptom at the time of high blood glucose level. It was unknown that auto mode feature was active eat time of incident. Insulin pump had insulin flow block alarm during bolus. The insulin exited during 5 unit fixed prime or fill cannula. The insulin pump will not be returned for analysis.